Event description:
It was reported the adhesive border of the securement device detaches from the patient's skin within the first two days of use. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Add'l info was received on 06/22/2015. There was no sample received to conduct a root cause analysis. Investigation has been based on a batch history record review. Batch records have been reviewed; all required specs have been met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. There is not enough info to conclude the product did not meet spec and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required. This complaint will be closed without further action. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to FDA on july 1, 2015.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.